Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the double vision was reported by the patient at an examination on (B)(6) 2016. The etiology of the double vision was possibly related to the device/therapy, not related to the implant procedure, and due to programming. The patient's most recent programming date prior to the event was on (B)(6) 2016. The interventions regarding the double vision included reprogramming the patient to decrease the stimulation on (B)(6) 2016; the double vision was resolved without sequelae.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced off-hallucinations, double vision, and a cognitive disorder. It was confirmed that the hallucinations were not frightening but the a patient was angry about them. Diagnostic methods included the patient reporting the symptoms to the clinic on (B)(6) 2016. The etiology was possibly related to the device/therapy, but not related to the implant procedure. The patient's most recent programming session / device interrogation prior to the event was on (B)(6) 2016. Interventions included decreasing the stimulation on (B)(6) 2016; the issue was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received updated the outcome to unresolved with no further action planned. No further complications are anticipated.